Event description:
It was reported that the device was used during a low anterior resection. When device was fired, no audible crunch was detected. The surgeon had to cut the sigmoid colon to remove the device. It was noted that the device stapled but did not cut the tissue. Another device was used to complete the case. There were no other consequences to the pt.